Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ad a hemostatic valve separation occurred. It was reported the hemostatic valve became loose and caused back flow of blood. The sheath was replaced, and the issue resolved. There was no patient consequence. Additional information was later received indicating the piece inside the hemostatic valve became detached. It was hard to determine if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The defect was noticed shortly after the transseptal puncture was performed. The sheath was inside the patient when the defect was noticed. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal and the patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. As such, this event will not be considered a patient adverse event.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ad a hemostatic valve separation occurred. It was reported the hemostatic valve became loose and caused back flow of blood. The sheath was replaced, and the issue resolved. There was no patient consequence. Device evaluation details: on (B)(6)-2022, the complaint product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).